Event description:
It was reported that during implant the pulse generator exhibited loss of capture and high lead impedance on the atrial and right ventricular channels. The device was removed and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included in block h10. Analysis was normal.